Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears and abrasions through the free margin and lunula of left and right cusps appeared consistent with historical events for wear on the bias cloth along the inner outflow rail and/or a possible long suture tail. Two small abrasions in the lunula of the right cusp appeared to be due to contact with the inner outflow rail. Abrasions through the free margin of the non-coronary cusp appeared consistent with historical events for wear on the bias cloth along the stent posts. All commissures were intact. Glistening off-white pannus lined the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas and 1 to 3.5 mm onto all cusps significantly reducing the inflow orifice area. Pannus remained attached to the outflow rail of all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. In addition, the tears and abrasions were caused by a long suture tail and/or bias wear, which is related to implant technique. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that two years and nine months following the implant of this bioprosthetic valve, the valve was explanted due to stenosis secondary to possible pannus and thrombus formation on the ventricular side of the valve. The valve was replacedwith a 25mm pericardial valve. The explanted valve's leaflets were soft and pliable. No adverse patient effects were reported. Peak velocity was 4.93m/s. Gradients were peak 98mm/hg, mean 57mm/hg. The patient was asymptomatic.